Event description:
It was reported that the patient has no therapy. Patient¿s ipg does not communicate with external devices following and MRI procedure. Reportedly, the ipg was not set into MRI mode prior to the MRI. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed postop.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
The reported observation of the patient receiving an MRI with the device not being place in MRI mode was confirmed. The specific date of the MRI was not determined but it was noted the patient had previously set the device to MRI mode suggesting the patient had a previous MRI. The root cause of the distortion in the stimulation output on electrode #15 was the result of the device not being placed in MRI mode during the patient¿s MRI resulting in a degradation in the eppic u6 and associated components. As noted in the clinician¿s manual for MRI procedure information for eterna there is sufficient information ¿ under eligibility forms for safe MRI scans - patient eligibility checklist and preparing for an MRI scan ¿ states set the ipg to MRI mode within a day before the scheduled procedure. Under warnings and precautions ¿ there are several warnings as to type of MRI and time. Under potential adverse events it is stated damage to the ipg or leads causing the system to fail to deliver stimulation or cause the system to deliver overstimulation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.